Event description:
Same case as MFR #: 2134265-2013-05965, 2134265-2013-05966. It was reported that post a percutaneous coronary intervention, tamponade occurred. The chronic totally occluded target lesion was located in the right coronary artery. There were many different devices used and it was noted that multiple guide wires were unsuccessful in attempts to cross the lesion. A stingray guidewire, a crossboss and an emerge balloon were among the devices used and no issues were noted with these devices. Immediately post procedure the patient was stable. At an unknown time within 24 hours, the patient's pressure dropped leading to the discovery of tamponade. Pericardiocentesis and subsequent surgery were performed; however, details are not available. No further complications were reported and the patient was noted to be fine post surgery.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).